Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that when the patient was trying to reprogram the spinal cord stimulation system to capture the new pain, she would feel stimulation at the wrong location (rib area) when they turned the stimulation level up too far. The patient stated that the stimulation felt ¿choppy¿ and irritating to her. This was only when the stimulation was increased and that the issues resolved after the stimulation levels were decreased. It was noted that the patient was originally implanted with spinal cord stimulation for sciatica pain in her right leg and the spinal cord stimulation worked wonderfully for 5 years. The patient mentioned that she developed some new pain in the left leg, left hip, and left knee due to osteoarthritis. It was confirmed that the new pain was not related to the spinal cord stimulation system and that they tried to reprogram the spinal cord stimulation system to capture the new pain, but this only provided limited results. There were no further co mplications reported.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient felt a new pain on her left side since (B)(6) 2016. The patient stated that she overdid it with activity one day. The pain had been gradual. The patient was to follow up with a health care provider (hcp). The patient did not have a managing hcp but was to contact the hcp that did her trial. It was noted that the patient appeared to only have access to one program. Additional information has been requested regarding diagnostics and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from the patient. They stated they had met with a manufacturer representative who adjusted their settings. On (B)(6) 2016, they had fluoroscopy performed and their doctor told them their lead was implanted a little high. It is unknown if the pain on the left side has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wanted to see if they could "get a little be more out of the stimulation". The patient stated that the reason they had the stimulator implanted was for sciatic pain on their right side and helped 100% for 5 years. The stated that last year the left side of their body started "acting up" and they had knee and hip issues. The patient stated that the holidays were hard and painful. The patient said they met with a manufacturer representative who "activated" the left side. The patient stated it seemed fine and they could feel it but they noticed the stimulation seemed choppy and it wasn't a smooth stimulation sensation. The patient said the choppy stimulation was annoying. The patient stated they tried turning the stimulation down which made the stimulation feel not as choppy but their issues got worse and worse so they went to a neurosurgeon. The patient said they had back surgery in (B)(6) 2017 and they had "a lot of debris" from their spinal stenosis; they removed a lot of osteophytes and worked on 3 levels including the lumbar area 3 and 4, and the first sacral. During the call, the patient confirmed the stimulation was turned on and set to group b, it showed access to amplitude only and program 1 was at 4.20 and program 2 was at 4.40. Physician listings were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.